Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e011903. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The patient experienced asystole and syncope as a result. It was also noted that the patient fell and hit her head. The cause of the loc and high capture thresholds was suspected to be a micro-dislodgement. The lead was revised to resolve the issue. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The patient experienced asystole and syncope as a result. It was also noted that the patient fell and hit her head. The cause of the loc and high capture thresholds was suspected to be a micro-dislodgement. The lead was revised to resolve the issue. The lead remains in use. No additional adverse patient effects were reported.